Event description:
It was reported that during a meniscal repair procedure, when deploying t1, t2 was deployed simultaneously. Both ts were removed from the patient. A backup device was used to complete the surgery. No procedure delay or patient injuries were reported.

Manufacturer narrative:
Device was returned for evaluation. Visual assessment of the device showed no ts or sutures remain on the insertion needle but were returned for examination. Examination of the construct showed the suture has been cut and t2 is missing. T1 is slightly bent. The actuator is in its pre-t2 deployment position indicating a deployment of t1 and pre-deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Use error may have been a contributing factor to the event. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.